Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in 2001. It is reported that both common iliacs were aneurysmal and coiled with an accessory device prior to implant. The physician had planned to exclude both internal iliacs, though the physician noted that this was uncommon. The stent graft was inserted and successfully deployed on the right side of the pt. Two 16 mm diameter x 11.5 cm length iliac stent grafts were successfully deployed on the contralateral side. A 16 mm diameter x 5.5 cm length cuff was deployed on the contralateral side which covered the internal iliac and a 16 mm diameter x 8.5 cm length iliac stent graft was deployed on the right side. The physician angioplastied the iliac stent grafts on both sides. It was reported that good results were achieved and no endoleaks were noted. As the patient was prepared for transfer to the intensive care unit, it was noticed that the patient's right femoral pulse at the puncture site was not palpable. The physician performed an angiogram from the brachial approach, which confirmed an occlusion at the right femoral artery puncture site. A partial occlusion caused by thrombosis at the left 16 mm diameter x 5.5 cm length iliac cuff was also noted. The physician cleared the thrombosed left iliac and it was reportedly patent. It is reported that the pt was taken to surgery to repair the occlusion at the right femoral artery puncture site. A "jump graft" was completed from above the right femoral occlusion to below the occlusion. The pt is reportedly doing fine and there is no additional clinical sequelae relative to this event. Further info from the facility is pending.